Event description:
After placing a patient on the model 3100a for treatment, the user reported there was "funny, high-pitched squeaky noise" coming from the 3100a. While the 3100a was otherwise operating normally, the patient was placed on another type of ventilator without any compromise.